Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 bd syringe 10ml saline fill china sp had difficult to move plungers. The following information was provided by the initial reporter: "a total of ten flush push rods can not be pushed".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-08. H6: investigation summary it was reported the plunger rods could not be pushed. To aid in the investigation, three samples with no packaging flow wrap and one photo were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. The photo provided shows the samples received. A device history record review was completed for provided material number 306595, lot number 1134223. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that 10 bd syringe 10ml saline fill china sp had difficult to move plungers. The following information was provided by the initial reporter: "a total of ten flush push rods can not be pushed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 bd syringe 10ml saline fill china sp had difficult to move plungers. The following information was provided by the initial reporter: "a total of ten flush push rods can not be pushed".